Event description:
It was reported to philips that the device displays the check pads error. It was reported that the failure was observed while in use on a patient. However, it was reported that there was no adverse patient impact.